Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, a pre-dilation was performed with a 22mm non-abbott valve. At 80% the implant depth was 3-4mm on the non-coronary cusp (ncc) and 2-3mm on the left coronary cusp (lcc). The final implant depth was 3-4mm on the ncc and 2-3mm on the lcc. After the release, it was noted that the navitor valve was migrated toward the aorta and the right coronary artery (rca) could not be displayed visibly. The valve was snared and deflated in the aortic arch. A non-abbott valve was successfully implanted with satisfactory results. The patient was not hemodynamically stable throughout the procedure and needed medication support. The patient had to be supported with medication because the hemodynamics had deteriorated. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of valve migration, and improper or incorrect procedure or method were reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible contributing factors for valve migration include intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction challenges. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Received imaging appeared to show valve was placed high in the sinuses of valsalva and annulus, therefore after the releasing the valve embolized toward the aorta. It is possible that procedural conditions, such as implanting difficulties, contributed to the reported event; however, this cannot be confirmed. The reported improper or incorrect procedure or method was due to snaring the valve post-implant. The reported unexpected medical intervention and surgical intervention were result of case-specific circumstances: initially, as medication required and a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ since the IFU deviation was performed to prevent an adverse patient effect and there is no indication that the deviation caused any patient harm, a letter will not be sent.